Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and cystourethrocele and mesh was implanted along with the concurrent procedures of cystoscopy and bladder suspension with anterior repair. It was reported that following insertion of the mesh the patient experienced pain, infection, urinary problems, recurrence, and neuromuscular problems. (B)(4).